Event description:
Customer called lfs in 2002 alleging that their one touch ultra meter would power off during use. No symptoms or treatments were reported. No adverse events or injury occurred. Issue was not resolved per ccr notes. Meter was replaced. No further information was provided.